Event description:
Medtronic received info that this pulmonary valved conduit was explanted 15 months post implant due to insufficiency and stenosis. Six month post implant, the peak gradient was 75 mm/hg with insufficiency was noted on echocardiographic evaluation. Current echocardiographic evaluation revealed stenosis and central regurgitation with a mean gradient of 48 mm/hg. Catheterization measured the gradient as 30mm/hg with a right ventricular pressure of 51 mm/hg and a left ventricular pressure of 61 mm/hg. At reoperation, the surgeon reported that the conduit was peeling internally and externally, the conduit walls were reported to be thickened with distal anastomosis stenosis and the internal conduit diameter was reported to be 7mm with soft leaflets. A pseudoaneurysm was noted on the posterior wall in the last distal third without connection to the distal anastomosis. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results = device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined at this time, as analysis has not been completed. Analysis: this valve was returned to medtronic and is currently undergoing analysis. Conclusion: review of the device history records show that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. A follow up report will be filed following completion of the analysis.